Event description:
It was reported that a trained technician attempted an arteriotomy closure using a perclose device after a diagnostic procedure. When inserting the device the technician reported "it felt rough going." The pt had no pulses in the lower extremity after the perclose was inserted. An angiogram was taken which showed an occluded vessel. The perclose was removed. A non-abbott balloon was used to open the occlusion. Manual compression was applied to achieve hemostasis. The physician suspected that the occlusion was caused by soft plaque. No add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.